Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in emergency room for back up vvi mode. High voltage therapy was disabled prior to event at request of physician. A device download was performed successfully. Patient was stable and will be followed up normally.